Event description:
It is reported that during surgical procedure in 2008, parts of the mesh from the cup were falling off or unraveling into the incision.

Manufacturer narrative:
This report will be amended when our investigation is complete.